Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Event description it was reported that the patient experienced bradycardia and chest pain. It was further reported that the right ventricular (rv) lead exhibited loss of capture and suspect depolarization. It was also reported that the implantable pulse generator (ipg) exhibited pacing below the programmed rate. The rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.